Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is compressor is noisy. Associated malfunctions for this device: power switch short circuited, sieve beds leaking, manifold stuck.